Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Reference manufacturer report number: 2032227-2014-24389.

Event description:
Customer's mother reported air bubbles in her son's reservoir. She stated the issue repeatedly occurs. No additional information provided.